Event description:
It was reported that the stent deployed prematurely during the procedure. There was no clinical consequence to the patient. No further details were provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent delivery wire, introducer sheath, and deployed stent were returned for evaluation. Analysis of the components noted no anomalies. Based on the investigation and the information available, it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Event description:
It was reported that the stent deployed prematurely during the procedure. There was no clinical consequence to the patient. No further details were provided.